Event description:
It was reported that an ilet pump setup was interrupted by a sensor pairing failure with a dexcom g7, leading to inability to proceed until the pump was restarted and the sensor was replaced; after replacement, the sensor entered warmup, the user completed setup including weight entry, and the system transitioned to bionic mode. Symptoms included hyperglycemia with blood glucose reportedly reading high and later documented at 377 mg/dl after approximately one week without insulin due to a prior pump malfunction. Outcomes included transient loss of glucose control that improved later the same day after successful setup and sensor replacement, with no hospitalization or medical intervention reported. Investigation included technical troubleshooting by customer support and review of pairing workflow, as well as user follow-up to assist with optional mobile app pairing. Investigation of this case revealed that the initial g7 sensor had a connection issue that prevented pairing to the ilet, which was resolved by sensor replacement and system restart. It was concluded that the event stemmed from a sensor connectivity problem that delayed ilet activation, contributing to hyperglycemia until the system was restored and insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.